Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had missed retainer ring and cracked by the reservoir compartment. Customer stated that insulin pump had some sort of critical error that happened and insulin pump was not turned off when they removed battery. The insulin pump had neither dropped nor bumped. The reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.